Manufacturer narrative:
(B)(4). Date sent: 3/12/2026. D4 batch #: a9872n. Additional information was requested and the following was obtained: where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) No. The packaging seal was open. Are there any photos of the foreign matter available? No. Is it possible that the foreign material fell into packaging upon opening of device? No. Was the product seal on the foil still intact when the package was opened? No. Investigation summary: the product was returned for evaluation. The device was returned inside its original packaging. Upon visual inspection, it was noted that the tyvek was opened. In addition, insufficient adhesion to the blister was observed. Our manufacturing process has been identified to be the possible cause of this issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A manufacturing record evaluation was performed for the finished device lot/batch a9872n, and no non-conformances were identified.

Event description:
It was reported that the package was found contaminated. This issue was found during goods inspection, not involved in any surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/20/2026. Corrected data: h11 investigation summary. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned inside its original packaging. Upon visual inspection, it was noted that the tyvek was opened. In addition, insufficient adhesion to the blister was observed. Our manufacturing process has been identified to be the possible cause of this issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A manufacturing record evaluation was performed for the finished device batch a9872n, and no non-conformances were identified.